Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter body for evaluation. Clear signs of use were identified as there was biological material on the catheter body. Visual analysis revealed that the catheter body was separated at the proximal end. Microscopic examination confirmed the damage and revealed that the point of separation was angled, smooth, and showed no evidence of stretching. This damage is consistent with contact with the needle bevel during an attempted insertion. The separated catheter body piece measured 1.375", which is not within the specification limits of 2.715"-2.755" per catheter product drawing. This confirms that not all of the separated catheter was returned for investigation. The catheter body outer diameter measured 0.046", which is within the specification limits of 0.044"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured 0.033", which is within the specification limits of 0.031"-0.034" per the catheter extrusion product drawing. Functional inspection could not be performed due to the condition of the returned catheter. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The report of arterial catheter separated was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was severed towards the proximal end. The appearance of the point of separation was consistent with damage resulting from the catheter coming into contact with the needle bevel during use. The IFU provided with the finished kit warns the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". Based on the available information and the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "ra-04020 was placed in the radial artery in the or on 10/13, the patient then went to ICU. On 10/14 staff realized the artline was broken off. On 10/15 the patient went to the or to get the piece removed. The patient is now stable and doing fine." Additional information reports " the patient went to surgery for the catheter removal for a radial artery cutdown and exploration."

Event description:
It was reported "ra-04020 was placed in the radial artery in the or on 10/13, the patient then went to ICU. On 10/14 staff realized the artline was broken off. On 10/15 the patient went to the or to get the piece removed. The patient is now stable and doing fine." Additional information reports " the patient went to surgery for the catheter removal for a radial artery cutdown and exploration."

Manufacturer narrative:
(B)(4).